Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was dislodged and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.7. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose level (bg) rose above 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that prior to going to the hospital, the pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient also reported being unsure if the cannula was properly inserted and that the pod was beeping. Symptoms reported include lethargy, blurred vision, pain, skin irritation, itchiness, and redness. The patient was treated with intravenous fluids supplemented with potassium, magnesium, and insulin. The patient was released the following day on (B)(6) 2025.